Manufacturer narrative:
If implanted, give date - two weeks prior to the reintervention. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
Same case as MFR#: 2134265-2010-02645 it was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. Two unknown size taxus liberte stents were placed in the circumflex (cx) artery. Approximately two weeks later, the patient was transferred, intubated and in heart failure, from the implanting hospital to another facility to have a balloon pump placed. Angiography revealed stent thrombosis and total occlusion of the cx. Ivus revealed the previously placed stents were undersized for the vessel. The patient was treated with a 3.0x15mm quantum balloon and a 3.5x20mm quantum balloon. Patient's status reported as "fine".